Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The customer had experienced low blood glucose levels for the past day, and was shaky. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the customer may have over bolused. Days later, a diabetes educator called to request a replacement insulin pump. She stated that the customer continued to experience low blood glucose levels in the hospital, while wearing the insulin pump. The customer was put on a different insulin pump, and did not experience low blood glucose levels after that. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.